Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. As performance testing was within specifications, a pre-analytic issue could not be excluded.

Manufacturer narrative:
The investigation is ongoing. This event occurred in (B)(6).

Event description:
The initial reporter received a questionable elecsys vitamin d assay result for one patient from the cobas e411 rack analyzer. The initial result was 250 and the repeat result was 81. The questionable result was not reported outside of the laboratory. The unit of measure was requested but was not provided. The reagent lot number and expiration date were requested but were not provided.